Event description:
Per provider: capacitor has a short circuit. Per independent repair center statement: key failure capacitor shorted. Additional issues are hose clamp leaking, tie wrap leaking and alarming or red light.